Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The front bezel will be replaced. The customer reported there was no patient involvement at the time the issue was discovered and confirmed the issue occurred during preventative maintenance. Therefore this complaint no longer meets reportability requirements.